Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. Device inspection indicated that the access ports were utilized to unlock the thumb advancer. Subsequently, the thumb advancer and tubeset were manually retracted. There was nothing detected, however, that could contribute to the reported difficult device removal as the sheath was fully slit and the locator wings were completely collapsed. Therefore, the reported experience could not be confirmed. During lab testing, the device was cleaned, re-assembled, and re-deployed successfully. The vessel locator wings were fully collapsed into the delivery tubeset as designed. The device performed according to specification and the cause for the reported difficult device removal could not be determined. No manufacturing or quality issue was detected. Review of the lot history record did not reveal any findings relevant to this report.

Event description:
It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was fired the device body got stuck and could not be removed, the access ports were accessed and thumb advancer retracted, and the device body was pulled out of the patient's groin. Bleeding was still observed and manual compression was held for 5 minutes. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Weight): patient was reported as (B)(6). The device was received. Investigation is not yet complete.